Event description:
It was reported that impedance measurements jumped to infinite, and the patient received three inappropriate shocks. The patient also had several non-sustained tachycardias around that time. It was further reported that the patient received two inappropriate shocks, and the next day received three more shocks, with a question as to their appropriateness. A sudden increase in impedance to greater than 2000 ohms was found along with oversensing. X-rays confirmed the possibility of lead fracture. The first extraction attempt was not successful due to impossible venous access. Four days later, laser lead extraction was performed, and the lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save-to disk impedance trends show recent (last two weeks) increase in the ventricular impedance values to infinite.